Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device presented an electric shock during the set up for peritoneal dialysis therapy. A care giver explained that they noted the electric shock when the device was connected and the cassette was inserted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. Functional testing was performed. All functional testing performed was acceptable. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue of an electric shock was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.